Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the live monitor intermittent was black. It was identified that the issue occurred for a few seconds intermittently. The customer informed the rse to replace the single link dvi (digital visual interface). The rse sent the requested part to the customer and the customer replaced it by themselves. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor was intermittently black. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.